Event description:
It was reported that the guidewire (subject device) was used in the aneurysm case located at m2 segment bifurcation of the right middle cerebral artery (mca). However, when the subject device reached the mca bifurcation, the tip of the subject guidewire suddenly fractured while attempting to pass through the mca again, with a length of approximately 8 cm. The physician retrieved the fractured tip using a snare device. The subject device was replaced, and the procedure was reported to be completed successfully. No clinical consequences were reported to the patient.